Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a cause for the reported difficult to remove gripper line and single leaflet device attachment (slda) resulting in mitral regurgitation in this incident could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, single leaflet device attachment and difficulty removing the gripper line. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was deployed on both leaflets. It was noted that gripper line (gl) was difficult to remove but was successfully removed without causing damage. Mr reduced to a grade of 1-2. The following day, transthoracic echocardiogram (tte) was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. On (B)(6) 2020, a second mitraclip procedure was performed stabilize the slda. One xtr clip was successfully implanted medial to the implanted clip, reducing mr to a grade of 1. No additional information was provided.